Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed. The hospital opened up another device and were able to complete the procedure without further issues. No patient complications were reported by the hosptial.